Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. Conclusion code applies to the implantable neurostimulator (serial number (B)(4)) and code applies to the desktop charger (serial number (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their recharger wasn¿t working. The patient stated that when they tried to use their recharger to charge the ins she got a message telling her that the recharger battery was too low and she needed to charge it even though she kept it plugged in all the time. When the connector pin was checked it was noted that it sloped downward. It was also noted that the patient's battery was dead and she was a little uncomfortable. The patient was transferred to repair for replacement. The patient was implanted for spinal pain.